Manufacturer narrative:
Other text: b5: additional information received on 15-nov-2022 via email and attached to complaint object: the product is being returned for investigation. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: g4: correction: date received by manufacturer: 11/14/2022.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found cracked top case corners, top case not fully seated on bottom case. Functional testing found blank screen with constant alarm at power up. Uploaded software from base to head of pump which cleared the problem. Updated to software version v1.6.4. The root cause of the reported issue was found to be incorrect process for software update by customer. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service, a blank screen alarm occurred when the device was powered on. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.